Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The qc was acceptable. The field service engineer replaced the sample probe. Calibration, qc, and precision studies were performed, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine plus ver.2 assay on a cobas c 503 analytical unit. Initial result using the primary tube: 9.10 mg/dl (tested on module 1). The physician questioned the initial result, and the sample was then repeated on 2 different modules. 1st repeat result: 1.19 mg/dl (tested on module 2). 2nd repeat result: 1.2 mg/dl (tested on module 3). The primary tube and a sample aliquot were used for the reruns. The repeat results were deemed correct, as they were what the physician expected.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The calibration was last performed on 08-jul-2025, and it was acceptable. The provided spin time was shorter than recommended, and the spinning speed was faster than recommended. The field service engineer found that the cause was due to a dirty sample probe (component failure). The service actions performed by the engineer (replacing the sample probe) resolved the issue. No further issues were reported after the service visit.